Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component could be confirmed, but not duplicated. The combination of transducer faults at power-up/auto-zero noticed in the error log with the successful calibration of all transducers indicates that the auto-zero solenoids can be slow to respond. This issue will be internally investigated within vyaire.

Manufacturer narrative:
The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays transducer fault alarms. The customer performed transducer calibrations and reported the testing passed. The customer performed further troubleshooting, but the issue was not resolved. The issue occurred during patient use; the customer reported there is no patient consequence associated with the event.